Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type iiia endoleak with complete component separation and a secondary endovascular procedure. In addition, clinical assessment identified a left side common iliac artery occlusion. The event is most likely user-related due to the physician not implanting the primary bifurcated component at the initial case (off-label use) and the presence of a fem-fem bypass. Procedure-related harms for this event could not be determined. The final patient status was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with strata.

Event description:
Correction: the patient was initially implanted with two (2) infrarenal aortic extensions (off-label use due to non-bifurcated case). Additional information received per clinical assessment confirming that a left side iliac artery occlusion was also present at the time of the reported event. The physician elected to treat the patient by implanting an infrarenal and two (2) suprarenal afx devices on (B)(6) 2019.

Manufacturer narrative:
Device will not be returned. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately six (6) years post initial implant during review of a patients follow-up CT scan revealed a type iiia endoleak and component separation. The physician elected to perform a secondary procedure. The patient is stated as being stable post-secondary procedure. No further additional information or patient sequelae has been reported at this time.